Event description:
It was reported that the asymptomatic lost to follow-up patient presented in clinic after a merlin.net alert stating the implantable cardioverter defibrillator was in backup vvi operation. Interrogation revealed backup vvi with therapy available. The device was restored and the patient will be followed normally.